Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred during the startup of the system, and the application does not start. The analysis of the system log file confirmed that the start-up issue of the host pc. To resolve the reported issue, the fse replaced the hard disk and reloaded the ghost image. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system in the coronary room did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.